Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR additional information was provided. Data was evaluated. Every five minutes from 3:01 am to 9:01 am, the patient received alerts alternating between low alert, urgent low soon alert, urgent low alert, and rise rate alert. The patient received the urgent low alert at one hundred percent volume from 7:21 am to 8:51 am. Only the technical alert, urgent low, was received with volume as always sound was disabled. The rise rate alert and the low alert were both acknowledged at 9:02 am. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no audio alert on the mobile app. The teenage patient had a seizure at night, but the parent reporter did not know about it since there was no alert on the dexcom follow app (and neither they nor the patient apparently heard any alert from the patient¿s primary display device). The patient was found unconscious around 8:30 am. The parents called an ambulance and the patient was taken to the hospital due to a low glucose level (value not provided). The patient was treated with baqsimi (nasal glucagon), IV glucose fluid, anti-nausea medication, and ibuprofen. He was discharged at 9:00 pm. When he woke up, he was confused for 5-6 hours but was recovering at the time of the report. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.